Event description:
It was reported that the catheter hub detached. A flexima apdl was selected for use in the chest. During ongoing use, it was noted that the device came apart at the hub. The device was removed using the normal procedure protocol. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that the catheter hub detached. A flexima apdl was selected for use in the chest. During ongoing use, it was noted that the device came apart at the hub. The device was removed using the normal procedure protocol. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was returned with the hub detached and the catheter section was not returned for analysis; also, the catheter was cut next from the collar section. The hub section was returned present a kink in the collar.